Event description:
Customer reported that she was trying to deliver a bolus and insulin delivery was interrupted with a button error alarm. Customer stated she did not recall any events leading to the alarm. Blood glucose reading 103 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case on display corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.